Event description:
It was reported during in clinic follow up the implantable cardioverter defibrillator had gone into backup mode following magnetic resonance imaging (MRI) despite MRI device settings being enabled. Therapies were not available. Programming changes implemented and the device was restored. The patient was stable and asymptomatic.